Manufacturer narrative:
H3. Twisting in the catheter and a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial#(B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 17-mar-2025, UDI#: (B)(4) h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that therapy was not providing relief. The environmental, external or patient factors that may have led or contributed to the issue was pump movement/flipping. The patient had been flipping the pump. The diagnostics and troubleshooting included the surgeon did a catheter exploration. The actions and interventions taken to resolve the issue was surgical revision. During the procedure, the surgeon performed catheter study. The pump connector was extremely tangled, and the surgeon removed that piece and replaced it. The long pump portion of the catheter was extremely twisted and kinked and was replaced with portion of an 8781 catheter. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.